Event description:
A 2.5mm diameter x 9mm length medtronic ave s660d over-the-wire stent delivery system was inserted into a severely calcified left anterior descending coronary artery. The target lesion was pre-dilated with a 2.25mm diameter ptca balloon. During the inflation of the stent delivery balloon to 5atm, dissection occurred by evidence of contrast staining on the myocardium distal to the balloon. The stent delivery balloon was removed and the dissection was treated with a prolonged inflation of a perfusion ptca balloon. The dissection required no further treatment and the pt was reported to be stable post procedure. There were no add'l clinical sequelae reported relative to the event.